Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the patient said they has been trying to get into her stimulator to increase the program and it won't let them in. When they swipes up like they was told to, they gets support for logs enable logging and share logs. Yesterday they got a message that said therapy was turned off. They backed right out of that because they didn't want the therapy to be off. Patient is not feeling the fluttering in her butt like they used to. The issue started in the middle of june where they are getting up every half hour to hour to go the bathroom during the day and night. Conference in hcit to get to interstim x my therapy application. Walked caller through how to turn the therapy back on and turn the stimulation up. Patient will maintain stimulation level and will continue to track symptoms. Confirmed stimulation was comfortable.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID a52300. Serial# unknown: product type software medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. The patient reported that the cause of the therapy being turned off was not de termined. They reported that what likely caused or contributed to the issue was that they were thinking that after they used/opened it, they didn't realized it had turned off. They reported that steps taken to resolve the issue included that they had problems trying to open the therapy app. At the next healthcare provider (hcp) appointment, they showed the patient what needed to be done to open it. They reported the issued had been resolved. They reported that the cause of trying to increase the setting by the program wouldn't let them was unknown. They reported that what likely caused or contributed to the issue was operator error. They reported that steps taken to resolve the issue included that on their part, it was not getting frustrated and swiping incorrectly, etc. They reported the issued had been resolve.